Event description:
Based on information obtained, the ipg pocket site was revised on (B)(6) 2019. No product was explanted. Effective therapy was established post-operatively. Discomfort and heating has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort and a heating sensation at the ipg site. Physician confirmed no signs or symptoms of infection. As a result, surgical intervention may occur.